Manufacturer narrative:
Additional info. Image review. (B)(6) 2006 mammogram no spinal anatomy imaged (B)(6) 2006 left knee MRI medial joint line arthritis is seen with irregularity and narrowing of the tibial cartilage. Cruciates appear intact, medial meniscus is not well visualized. Some fragmenting appears along the medial edge. Bone quality appears to be maintained but some bony edema is suggested in antero-medial tibia (B)(6) 2007 chest x-ray pa film with normal inspiration. Cardiac shadow is normal, bony anatomy appears normal including ribs, shoulders and spine. Pulmonary fields show no infiltrates or effusions, some prominence of hilar vasculature is noted on the right. (B)(6) 2007 renal us no spinal anatomy imaged (B)(6) 2007 abdominal CT contrasted CT of gi track. Spinal anatomy is visualized but is very small and over penetrated making assessment difficult. No clear fracture, tumor or stenosis is appreciated. (B)(6) 2008 cervical spine series open mouth view suggests degenerative changes on the left between the c1 and c2 lateral pillars. Otherwise spinal alignment is normal. Mild disc narrowing is seen at c5/6. (B)(6) 2008 vascular renal cta coronal and sagittal views suggest a mild apex left scoliosis with bridging spurs on the right at l2/3 and l1/2. (B)(6) 2009 cervical MRI left sided c1/2 articulation is grossly deformed and enlarged with lateral indentation of the thecal sac, but without cord compression. Midline cord compression is seen at c4/5 and c5/6 anteriorly. No cord signal changes are noted. (B)(6) 2009 lumbar MRI small right paracentral hnp is seen at l5 displacing the s1 root dorsally a few mm. Sagittal stir and t2 show advanced collapse of the l5 disc. Lordosis is maintained. No fractures or tumors are appreciated. Some irregularity and sclerosis are noted at the l5 disc. The remainder of the disc spaces are maintained on axial view. (B)(6) 2010 left hand x-rays no digital fractures or malalignment. Scapholunate advanced collapse is seen (slac wrist). Arthritis of radiocarpal joint and proximal carpal row. Oblique and lateral views show no additional pathology. (B)(6) 2010 abdominal CT contrasted abdominal study. This does not highlight spinal pathology well. Some degenerative changes are again seen at l5 with right paracentral bulge. (B)(6) 2010 cardiac cath no spinal anatomy visualized aortic arteriogram no spinal anatomy visualized (B)(6) 2010 lumbar MRI disc degeneration has progressed, now involving l5, l3, l1 and t12. Hemangioma is seen in the body of l2. Again no central stenosis is appreciated. Only the right s1 root is displaced at all. (B)(6) 2011 chest x-rays pa and lateral views show normal pulmonary, cardiac and bony shadows. Thoracic spine also appears normal. Shoulders appear normal on these films but are not well demonstrated. (B)(6) 2011 head angio CT no spinal tissues imaged carotid ultrasound no spinal tissues imaged (B)(6) 2011 cardiac us no spinal anatomy visualized mammogram no spinal anatomy imaged (B)(6) 2011 xr panorex oral mandible is edentulous (B)(6) 2011 left knee x-rays shows advanced medial compartment arthritis with varus deformity and bone-on-bone changes. Spurs and cysts are present. Calcifications and spurring are seen in the patellofemoral arthritis as well. (B)(6) 2011 head/sinus CT spinal articulation at c1/2 can be seen with severe posttraumatic arthropathy and hypertrophy seen. No other spinal anatomy is imaged. (B)(6) 2011 lumbar MRI sagittal t2 views show collapse and sclerosis at l5, and l1. Conus is behind l1. No stenosis is seen on axial views with the exception of a small punctate disc herniation at l5 on the right displacing the s1 root dorsally approximately 2 mm. (B)(6) 2011 chest x-ray pa and lateral views show normal pulmonary, cardiac and bony shadows. Thoracic spine also appears normal. Shoulders appear normal on these films but are not well demonstrated. (B)(6) 2011 lateral lumbar x-ray single lateral localization view with probe at the level of the l5 disc. Subsequent lateral view shows pedicle screws at l5 and s1 without peek spacer or rods in place. Screws appear well positioned. (B)(6) 2011 lumbar CT scout view shows final l5/s1 construct in good position with rods in place. Spacer cannot be verified on this film. Axial views show posterolateral fusion bone without interbody spacer. Right l5 screw is bicortical and extends beyond anterolateral body. Posterior decompression has been performed. (B)(6) 2012 cervical MRI sagittal t2 and stir images show flattened cervical lordosis. Some bulging from c4 to c6 show near obliteration of the ventral subarachnoid space. Cord signal change is suggested at c4/5 to c7. Axial views show cord compression at c4/5 and c5/6. No fusion has been performed. (B)(6) 2012 lower extremity doppler us no spinal anatomy visualized (B)(6) 2012 left hand x-rays again seen is the slac wrist with widening of the navicular-lunate articulation, collapse of the proximal carpal row and advanced degeneration of the radiocarpal joint. Right hand x-rays there are some changes of radiocarpal arthritis here as well with some widening of the navicular-lunate articulation, but much less collapse than on the left. The remainder of the hand appears normal in all views. Left wrist x-rays advanced collapse is more apparent in these views. Involution is also seen of the proximal navicular consistent with avascular necrosis of the proximal pole. Right wrist x-rays impingement of the radial styloid is suggested here with some degree of arthritis aggravated by this syndrome. Some degree of cupping is seen in the distal radius. Left hip x-rays ap and frog leg views show some joint space narrowing. No deformity is apparent. Some calcification is also noted within the gluteus medius tendon. Neck shaft angle, coverage is all normal. Right hip x-rays ap and frog leg views show some joint space narrowing. No deformity is apparent. Lateral acetabular cysts are beginning suggestive of early degenerative arthritis. Pedicle screws at s1 with rods can be seen bilaterally. Neck shaft angle, coverage is all normal. Left foot x-rays prominent hallux valgus and metatarsus primus varus are suggested. Accessory navicular is seen of the medial pole. Some splaying of the forefoot is apparent. Lateral view shows spurring at the attachment of the plantar fascia to the os calcis. Degenerative changes are seen of the posterior subtalar facet. Right foot x-rays metatarsus primus varus again appears with less hallux valgus. Accessory navicular is again seen. No new fractures, tumors or arthritis is appreciated. (B)(6) 2012 cervical series inter-operative film shows needle within the c5/6 disc. Second view shows acdf with plate spanning c5/6. Graft is seen although it does not appear to be a peek device. (B)(6) 2012 cervical CT advanced arthritis is again seen on the left at c1/2. Plate and peek spacer is appreciated now at c5/6. Some residual bony spurring is noted in midline off of the superior endplate of c6 (B)(6) 2012 bone density test shows densities within a standard deviation of normal. (B)(6) 2012 CT head/brain no spinal pathology imaged. No spinal anatomy imaged left knee x-rays shows advanced medial compartment arthritis with varus deformity and bone-on-bone changes. Spurs and cysts are present. Calcifications and spurring are seen in the patellofemoral arthritis as well. Chest x-ray very poor study, under penetrated without sign of infiltrate, pneumothorax, cardiomegaly, or bony changes. Small c5/6 p late can be seen. (B)(6) 2012 left knee x-rays shows advanced medial compartment arthritis with varus deformity and bone-on-bone changes. Spurs and cysts are present. Calcifications and spurring are seen in the patellofemoral arthritis as well. Chest x-ray good quality study, no sign of infiltrate, pneumothorax, cardiomegaly, or bony changes. Small c5/6 plate can be seen. Study is essentially normal. Kyphosis is normal (B)(6) 2012 left knee x-rays interval total knee replacement has been completed. Alignment is good. Staples are in place in midline. Tibial, femoral and patellar components appear to be in good position and alignment. (B)(6) 2013 cervical MRI t2 and stir sagittal images show artifact consistent with the anterior plate and screws at c5/6. Degenerative changes with bulging of the disc at c4 and posterior element hypertrophy at this level contributes to some degree of canal stenosis at this level. Axial views show enlargement of the c1/2 lateral pillars with encroachment in the left lateral subarachnoid space. Also seen is midline posterior spurring behind c4 and c5 causing some cord compression. (B)(6) 2013 cervical x-ray interval reoperation with decompression and acdf now from c4 to c6 held by plate, six screws and two interbody peek spacers. (B)(6) 2013 chest x-ray single supine portable film shows prominence of the right hilar vessels. The film is slightly under penetrated. No effusion or infiltrate is seen. Cardiac and bony anatomy is normal. New c4 to c6 plate can be seen. (B)(6) 2013 head CT coronal and sagittal views show no spinal anatomy. No gross abnormalities are noted. Axial views show irregularities of the anterior arch of c1. This could represent fracture of this structure although pieces are within normal position without subluxation. Angio MRI no spinal anatomy imaged brain MRI no spinal anatomy imaged (B)(6) 2013 carotid duplex us no spinal anatomy imaged (B)(6) 2013 echocardiogram no spinal anatomy visualized (B)(6) 2013 cervical CT acdf has been completed from c4-c5-c6. Spacers and screws are in good position. Plate is well seated on the anterior bodies and fusion is solid. Again seen is the irregularity of the anterior arch of c1 possibly representing previous healed fracture. Also seen is a distorted and enlarged left c1/2 articulation suggestive of fracture and post-traumatic arthritis. Cysts and sclerosis are seen through the lateral masses of c1 and c2. (B)(6) 2013 left shoulder x-rays ap internal and external rotation views show some inferior spurring off the humerus. Mild ac arthritis is also noted. Axillary lateral shows bone on bone arthritis of the glenohumeral joint with spurring also off the interior glenoid. (B)(6) 2013 right shoulder x-rays ap internal and external rotation views show inferior spurring off the humerus as well. Mild ac arthritis is also noted. Axillary lateral shows advanced arthritis of the glenohumeral joint but less than on the left. Bone on bone is noted inferiorly with abduction. (B)(6) 2013 left shoulder MRI edema is noted within the subarticular humeral bone and within the glenoid neck. Advanced djd is again seen. Effusions are seen bilaterally in the subarticular capsule as well as dissecting anteriorly below the subscapularis. (B)(6) 2013 chest x-rays pa chest film showing normal lung fields, cardiac shadow and bony detail. Shoulders can be seen although state of the glenohumeral joints is suspect. A two level cervical plate is visible from c4 to c6. Diaphragm and gastric bubble are all normal. Lateral view shows some degree of disc narrowing but normal thoracic kyphosis without fracture. (B)(6) 2013 left shoulder x-ray ap view shows interval replacement of the humeral head with hemi-arthroplasty. Staples are in place. Good fit of the proximal humeral canal is achieved. No glenoid component looks to be in place. (B)(6) 2013 left shoulder x-ray replacement of the humeral head with hemi-arthroplasty is again seen. Staples are in place. Good fit of the proximal humeral canal is achieved. No glenoid component looks to be in place. External rotation view shows modular head attachment and rough glenoid surface. Internal rotation view shows head well reduced. (B)(6) 2014 left shoulder x-ray replacement of the humeral head with hemi-arthroplasty is again seen. Staples have been removed. Good fit of the proximal humeral canal is achieved. No glenoid component looks to be in place. External rotation view shows modular head attachment and rough glenoid surface. Internal rotation view shows head well reduced. No spinal anatomy is imaged. (B)(6) 2014 right shoulder MRI study shows abundant effusion, end stage glenohumeral arthritis and apparent incompetent rotator cuff. No fracture or tumor is evident. No spinal anatomy is imaged. Right shoulder arthrogram contrast is seen within the right shoulder with injecting needle superiorly placed. Inferior sulcus shows contrast. Rotator cuff incompetency is suggested but cannot be verified as no contrast is seen in the subacromial space. (B)(6) 2014 right shoulder x-rays interval hemi-arthroplasty has been performed on the right, similar to that done on the left. Staples are in place. Good proximal fit and alignment have been achieved. (B)(6) 2014 right shoulder x-rays ap, internal and external rotation views are obtained. Again good reduction is maintained. Staples have been removed. (B)(6) 2014 left knee x-rays standing views of the left total knee replacement are shown. Lytic changes can be seen anterior to the tibial post and accompanying sclerosis in the supracondylar femur under the implant. Whether this represents lysis, healing fracture etc. Cannot be determined without history. (B)(6) 2014 chest x-rays cardiac, pulmonary tissues are normal. Diaphragms are intact. Rib contours appear normal. Hemi-arthroplasties in both shoulders and anterior cervical plate from c4 to c6 are visible. Lateral view shows mild degenerative disc narrowing with normal kyphosis. (B)(6) 2014 chest x-ray cardiac, pulmonary tissues are normal. Diaphragmatic borders are normal with gastric bubble well positioned. R ibs appear normal. Hemi-arthroplasties in both shoulders and anterior cervical plate from c4 to c6 are visible. Lateral view shows mild degenerative disc narrowing with normal kyphosis. Lumbar x-rays multiple ap views show l5/s1 pedicle screws with posterolateral fusion. Slight scoliosis is seen at the thoracolumbar junction with advanced bone spurring between t12 and l1 on the right. Posterolateral bone appears solid. Ap pelvis is also seen showing some increased sacroiliac arthritis on the left. Hips are well reduced but show moderate joint space narrowing in the regions of the weight bearing domes. (B)(6) 2014 mammogram no spinal anatomy imaged (B)(6) 2014 carotid duplex us no spinal anatomy imaged.

Event description:
On (B)(6) 2012, the patient presented with the pre op diagnosis of herniated cervical disk. The patient underwent anterior cervical diskectomy with fusion using structural arthrodesis and demineralized bone graft at c5-6. 2. Anterior bone graft at c5-6. 3. Modification of structural bone graft. Per the op notes, a 6 mm tricortical graft was brought and progenix demineralized bone graft was applied to it and then it was impacted in position. Anterior cervical plate was applied using two screws in c5 and two in c6. X-rays of the cervical spine showed an anterior plate with screws and spacer bridging the c5 and c6 vertebra. The alignment appears anatomic. No patient complications were noted. The patient was discharged home on (B)(6) 2012. (B)(6) 2013: the patient underwent for MRI of cervical spine status post anterior fusion with plate and screws at c5-c6 levels. Impression: the patient was status post anterior fusion at c5-c6 level with mild posterior end plate spur. Degenerative disc changes noted above and below the level of fusion that remains stable. The cervical elements continue to be in anatomic alignment without evidence of subluxation. (B)(6) 2013: patient presented with cervicalgia. On (B)(6) 2013: the patient had previous fusion at c5-6. Post operatively, and developed adjacent level disease. Patient presented with cervical pain and pre-op diagnosis of cervical stenosis hnp c4/5; herniated cervical disk and cervical spondylosis, c4-5. The patient underwent the following procedures: removal of anterior cervical instrumentation; exploration of fusion at c5-6; anterior cervical discectomy with fusion using structural arthrodesis at c4-5; anterior cervical instrumentation, c4-6; modification of structural bone graft. Per the op notes, the screws were removed from c5, c6 and cervical plate was removed without any complications. A 6 mm tricortical graft was brought into field and demineralized graft was placed upon it and impacted into position. An anterior cervical plate was then affixed to the cervical spine using two screws in c4, two rescue screws in c5 and two rescue screws in c6. No patient complications were noted. Impression: cervical stenosis c4/5. No device malfunction was reported.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information.

Event description:
(B)(6) 2012: the patient underwent xr knee one or two views left. Impression: advanced degenerative change with portable loose bodies. (B)(6) 2012: the patient presented with radicular pain. (B)(6) 2013: the patient presented with bad nerve damage in feet and back pain. (B)(6) 2013: the patient presented with shoulder pain. (B)(6) 2014: the patient presented with complaint of pain. (B)(6) 2015: the patient underwent chest two view. Impression: no acute cardiopulmonary process. (B)(6) 2015: the patient presented with abdominal pain and chest pain.